Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided images found two perspectives of a healicoil knotless pk, in the first image, the anchors and the insertion device can be appreciated on a green surface; in a second image, both anchors are zoomed in. No damage can be clearly seen to either the distal, or the proximal anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H11 h3, h6 part of the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor was returned on the device with no visible defect. The insertion device has no visible defect. A material assessment could not be performed due to the part not being returned for evaluation. An analysis of the customer provided images found two perspectives of a healicoil knotless pk, in the first image, the anchors and the insertion device can be appreciated on a green surface; in a second image, both anchors are zoomed in. No damage can be clearly seen to either the distal, or the proximal anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during the rotator cuff tear surgery after suturing with the internal locking of the peek healicoil anchors and prepare to externally place 5.0 peek anchors for compression, implant at the humeral head position, use an opening tool to clear the bone passage, use a tap to cooperate, and finally during the implantation process, the internal locking suture was externally pressed and the distal end of the healicoil broke. All the pieces were removed with tweezers. The procedure was completed with a back up device. The back up device was used in the originally drilled hole. No voids were left in the patient. The instrument to prepare the insertion site was an opener and the insertion site was cleared of all debris prior to the insertion. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.